Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 4.2 cubie failed. A field service engineer (fse) reported that main drawer 4.2 was not detected on the bus. The engineer logged into admin mode, opened diagnostics, and observed that all pockets were greyed out. The station was then shut down, and the back panel and the rear of drawer 4 were opened. The row board cable was disconnected from the drawer controller board and then reconnected. The station was powered back on, and the drawer successfully passed diagnostic testing, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 cubie failed. The customer also stated that the tower 1 and 2 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.